Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. Expiry date: 12/2020. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post procedure and upon removal from the introducer sheath, the pta balloon fibers were allegedly found to be unraveled. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The partial conquest pta catheter was returned for evaluation. One photo was also provided. The visual inspection noted peeled outer layer with no fiber disturbance through out the length of the balloon. Therefore, the investigation was confirmed for peeled material. However, the investigation is unconfirmed for the reported unraveled material as the fibers were not disturbed. The definitive root cause for the identified peeling outer layer or reported unraveled material could not be determined based upon the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 12/2020).

Event description:
It was reported that post procedure and upon removal from the introducer sheath, the pta balloon fibers were allegedly found to be unraveled. There was no reported patient injury.